Event description:
The customer reports that when sending images from pacs to a third party cd burner, rejected images were being sent. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).